Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the unit . Bubble sensor performance was tested with an air bubble tube which verified proper operation. The alarm was reset to resume pumping. It was verified that the alarm override function was operating correctly. No device failure could be reproduced. A complete functional test was performed. The unit operated within manufacturer specifications. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that an engaging air- bubble sensor lead to an interventional pump stop during patient treatment. An error message- bubble stop- was displayed and the perfusionist used the emergency drive unit (hand-cranked) until the unit was reset. No patient effect was reported.(B)(4)